Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/03/2019.

Event description:
The customer reported that the unit may not have alarmed during a patient disconnect. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
MFR received date: 23oct2019. The manufacturer¿s field service engineer (fse) performed an external and internal visual inspection on v60, checked for loose wires and tubing, and everything was properly connected. The fse attached patient circuit with the test lung, powered the device on and all alarms were working properly. The fse disconnected the test lung from the patient circuit and the device alarmed "patient disconnect." The fse disconnected the proximal pressure line from the v60 and a "proximal pressure line disconnect" alarm came on. The fse retrieved the drpta and multiple lines with "patient disconnect" were logged on the day the event was reported to have happened. The fse performed a full performance assurance test and the device passed successfully. No parts were replaced and device was placed back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the unit may not have alarmed during a patient disconnect. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.